Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect¿ slimline needle was opened on an unknown date. According to the complainant, one of the expect¿ needle devices from a box of five was opened and it was noticed that the handle and needle were sticking outside the packaging rendering the sterile barrier to be compromised. There was no procedure nor patient involvement.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned expect¿ needle device revealed that the pouch was partially opened and the device was sticking out of the package. Additionally, evidence of heat seal runs throughout the entire width of the pouch without any breaks. The complaint was confirmed. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined, therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an expect¿ slimline needle was opened on an unknown date. According to the complainant, one of the expect¿ needle devices from a box of five was opened and it was noticed that the handle and needle were sticking outside the packaging rendering the sterile barrier to be compromised. There was no procedure nor patient involvement.